Manufacturer narrative:
Other applicable components are: product ID: 3708695, serial# (B)(4), product type: extension. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: extension. Product ID: 3389s-40, lot# va1dbuu, product type: lead. Other relevant device(s) are: product ID: 3708695, serial/lot #: (B)(4), ubd: 24-jun-2020, UDI#: (B)(4) ; product ID: 3708695, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the leads are the only thing still implanted. The ins and the extensions were removed due to an infection. A re-implantation will occur once the infection is resolved. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.